Event description:
Caller reported a malfunction on the pump with a malfunction code displayed as malf 9, which was resettable. There was no adverse impact to the customer¿s blood glucose level. Cts provided pump reset information, assisted the caller with resetting the pump, and confirmed that the malfunction code did not recur afterward. Customer was instructed to call back if any malfunction code recurs, which the caller acknowledged and understood.